Manufacturer narrative:
A duplicate reported event was discovered. All additional supplemental reports will be sent under manufacturer report #3007566237-2017-00560. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that the patient came to the clinic with the implantable pulse generator (ipg) turned off, claiming they did not turn it off with the patient programmer (pp) and have remained charged. It was stated that the patient has had their rechargeable device for several years and are comfortable charging. The clinician turned the ipg back on using the clinician programmer, resolving the issue. No surgical intervention was planned or occurred. Clinician programmer outputs showed that the ipg was recharged on (B)(6) to 100%, with no prior charging issues reported.. The patient's indication for implant is essential tremor.